Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the smiths medical, cadd administration set, new once piece tubing was leaking at the air filter. It was reported the doctor is changing the user's medications. Per reporter there were four separate incidents, and the user only wrote down the lot number one time, the lot number is unknown of the additional three incidents. No additional information is available at this time. No adverse patient effects were reported.